Event description:
Blood glucose tests were performed on a patient at 20:00 with a result of 203mg/dl (device #1). At 20:15 the patient was unresponsive and the glucose result was 94mg/dl (device #2). At 20:40 the patient was given 45-norcam. Patient was determined to be in dka. At 20:55 the patient was given 1 amp of d50. Customer stated controls were in range. At 21:00(device #3) patients blood glucose was 185mg/dl. A lab was drawn and the result was 13mg/dl. Patient was documented to be in dka. At 22:00 the patient was coming out of it.